Event description:
Per information provided: on (B)(6) 2013: patient was diagnosed with recurrent paraesophageal hernia and recurrent suprapubic ventral hernia thereby underwent laparoscopic repair with implant of bard soft mesh (device 1) and synthetic mesh. Per op notes, ¿adhesions of stomach were taken down. The paraesophageal hernia sac was noted and repaired using synthetic mesh. The suprapubic ventral hernia sac with incarcerated peritoneal fat was reduced. A bard soft mesh (device 1) was placed and sutured.¿ on (B)(6) 2015: patient was diagnosed with lower abdomen pain, bilateral inguinal hernia and umbilical hernia thereby underwent laparoscopic repair with partial excision of bard soft mesh (device 1) and implant of 3dmax (device 2 and 3). Per op notes, ¿adhesions were lysed. The prior mesh (device 1) was noted and dissected free in 3 to 4 pieces and removed. The bilateral inguinal hernia sacs were noted and transected. Two 3dmax meshes (device 2 - left and 3 ¿ right) were placed and sutured. The umbilical hernia defect was noted and repaired with sutures.¿ on (B)(6) 2015: patient was diagnosed with ventral hernia thereby underwent robotic repair with implant of synthetic mesh. (Note: the prior mesh was not visualized during this procedure).

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2013) is considered to be a best estimate. This emdr was submitted to represent the bard soft mesh (device #1). Additional supplemental emdr submitted to represent the 3dmax (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.